Manufacturer narrative:
Software investigation through log analysis could not determine the probable cause since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was discovered during a system checkout for an unrelated issue. The rep confirmed a hardware failure. No repairs were done at the time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a communication error in the electromagnetic device, during a software upgrade. There was no connection. No patient involved.